Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was rebooted and functional checks were performed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up after repeated electrical outages. No patient injury was reported.